Event description:
International affiliate reports the external drainage system's luer-lok connection was leaky. The fluid leaked out of the tubing and, as a result, this was no longer a closed system. Concerned about the possibility of infection.